Manufacturer narrative:
One medfusion 3500 pump was returned for evaluation of the reported event. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 6 years old. Upon physical inspection, it was noted that the top case was chipped on the rear. There was a cracked right plunger case and battery door. The evaluate the reported issue, the syringe plunger sensor was checked and tested. It was found that the syringe plunger sensor values were stuck on false. This was due to the plunger board no longer operating properly. The root cause was unable to be determined since no damage was found to the plunger board and the q1 chip was in tact. The plunger board, cracked top case, and battery door were replaced. The plunger cable, lead screw and both clutch halves were also replaced due to normal wear. After repair, pump passed all functional tests.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the plunger sensor was not sensing. It is unknown if a patient was involved in the reported event. No adverse effect was noted.

Event description:
Additional information was received indicating that the pump was not in use when the issue occurred, so there was no patient involvement.